Event description:
Ous- treated was a severe calcified lesion in a lad. Balloon ruptured at 20 atm during the third dilatation.

Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned balloon catheter revealed a leakage of the balloon. Microscopic analysis of the balloon surface showed that the leakage site is a small tear located in the proximal part of the balloon. Scratches are visible on the balloon surface near the damage site. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint no manufacturing or material related root cause could be determined. The final root cause for the leakage is most likely related to external factors during the procedure, e. G. Patient anatomy (severe calcified lesion).